Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#:(B)(4).

Event description:
A consumer reported that while drawing up his insulin using a 1ml, 31g x 6mm bd insulin syringe with the bd ultra-fine¿ needle, the needle broke off in the vial. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (2) 1cc, 6mm, 31g syringes in an open poly bag from lot # 6333524. Customer states that the needle broke off into the vial. Both syringes were examined and both exhibited adhesive runoff onto the hub and one sample exhibited a detached cannula. This sample was further examined and little adhesive was observed in the hub. The loose cannula was also returned with the syringe and exhibited adhesive on the cannula shaft. As per manufacturing, a review of the device history record was completed for batch# 6333524. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any related defects during the production of these batches. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the holdrege plant to address adhesive run over/shield difficult to remove and their associated root cause(s). Samples were forwarded to manufacturing (holdrege) on 03nov2017 for further review. On 07nov2017, holdrege received two (2) 1ml, 6mm, 31g syringes in open polybag from batch# 6333524. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, it was noted that both samples exhibited the characteristics as noted during initial evaluation at franklin lakes. Both samples were visualized under ultraviolet light to verify placement of adhesive; the sample received with the loose cannula noted exhibited limited adhesive on both the barrel tip, as well as the exterior wall of the cannula. Probable root cause for defects of this nature is likely to be a misalignment during cannulation of the barrels on the pils; when this occurs, the expected result would be similar to the complaint samples received. Adhesive would be noted in an alternate location, other than down the barrel tip, which would increase the likelihood that the cannula would be only partially affixed to the remainder of the barrel. During operation of the device, the cannula would likely have an increase chance of being disengaged from the syringe. At this time, actual root cause is unable to be determined given the information at hand. Tip (B)(4) was initiated by the holdrege plant on 02nov2017 for additional inspections on all 1ml pils to assess for possible low adhesive issues during production.